Manufacturer narrative:
Recall(continued): 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her external devices are no longer able to communicate with her ipg due to it becoming inoperable over time. As a result, the patient may undergo surgical intervention.